Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with stable angina and was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion #1 was located in the proximal right coronary artery (rca) extending up to distal rca with 80% stenosis and was 49 mm long and a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.75 mm x 28 mm overlapped with 3.00 x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on clopidogrel and other medication. On an unknown date in (B)(6) 2022, the subject died. No other action was taken to treat the event. Primary cause of death is unexplained, and it is unknown if the autopsy was performed.

Manufacturer narrative:
Date of event: used (B)(6) 2022, as no event date was provided. Date of death: (B)(6) 2022.